Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz, a ¿catheter not detected¿ error message was displayed. Further investigation revealed a crack in the 19-pin flex circuit, consistent with the observed error message and with the reported event. Electrode 1 and both thermocouples met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported issue was determined to be a supplier related occurrence.

Event description:
During an atrial tachycardia procedure, communication issues occurred requiring multiple troubleshooting measures and a procedural delay. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient. It was noted that the catheter was not recognized by ensite x or tactisys. The tactisys had a blinking red light, even though the catheter was connected properly. Reset force was not allowed. Troubleshooting included reconnecting and rebooting the dws, the amplifier, the generator, and the tactisys, as well as rechecking that settings were correct, but the issue persisted. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.